Manufacturer narrative:
Analysis: since the index procedure occurred 10 months ago, the sample was discarded at the user facility; therefore, an evaluation was unable to be performed. Multiple attempts have been made to obtain product identifiers but are not available at the time of this report; therefore, a lot history and device history record (DHR) were unable to be performed for this device. Conclusion: the actual sample was not received for evaluation. The patient has a history of peripheral vascular disease with previous revascularization of the right superficial femoral artery. The investigator assessed this event as possibly related to the study device and procedure. Reocclusion is an inherent risk of any pta procedure. After extensive follow-up, the clinical site has confirmed the product identifiers were not documented at the time of the procedure; thus, no further information is available for this report. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Actual device not evaluated.

Event description:
It was reported that during the index procedure, the physician used two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters to treat a lesion located in the right superficial femoral artery (sfa). Approximately 10 months later, the patient allegedly developed occlusion of the right sfa. The patient was medicated with an oral regiment of cilostazol. The investigator assessed the event was possibly related to the study device and procedure. No adverse patient effects were reported. This is one of two products involved with the reported event and are associated manufacturers report numbers 3006513822-2015-00040.